Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged with a different power lens and the problem was resolved. Cause of the event unknown.

Manufacturer narrative:
Device evaluation data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: h6- device history record (DHR) review; DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Correction data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications and functional inspection did not meet original values taken at the time of manufacturing. Claim# (B)(4).